Event description:
He customer called and reported her blood glucose was 35 mg/dl and she did not receive any warning that her blood glucose was low. Customer was treated with soda. Her blood glucose then went up over 300 mg/dl, which was stated to have probably been due to drinking too much soda. Customer's latest blood glucose measurement at time of this report was 126 mg/dl. Troubleshooting for low blood glucose was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-16832 regarding this event.